Event description:
A male with ischemic heart disease underwent aaa repair in 2007, the pt's anatomical form was considered suitable for endovascular repair but the pt's right external iliac artery had a stenosis. The right internal iliac artery was coil embolized prior to zenith placement. The physician placed one main body and two iliac leg grafts. The physician had planned to place the right iliac leg graft past the common iliac artery in the right external artery after ballooning the stenosis with an 8mm balloon catheter. Confirmation angiography revealed residual stenosis of the right iliac leg, which was in the same area as the stenosis of the right external iliac artery. The stenosis of the right iliac artery was resolved after ballooning with the 8mm balloon catheter. Pt has recovered.

Manufacturer narrative:
Event evaluation: still under investigation.